Event description:
According to user facility: wolf bipolar generator not working correctly. The unit would not operate even though the foot pedal was to the floor. It would not burn tissue. User facility notified richard wolf customer service and sent in equipment 2004 for evaluation. Richard wolf checked equipment found that the biopolar jack and transistor was broken. Pt was under extended anesthesia while switching out machine.